Manufacturer narrative:
Device evaluation: product testing could not be performed since the product was not returned for evaluation. Therefore, the reported issue could not be verified, and product quality deficiency could not be determined. Manufacturing records review: the manufacturing records for the product were not reviewed. Since the lot number was not available, neither a manufacturing record evaluation nor complaint occurrence/history for the production order were possible. Conclusion: as a result of the investigation there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Age or date of birth, weight and ethnicity: unknown, information not provided. Lot number: unknown, information not provided. Expiration date: unknown, as lot number was not provided. UDI number: the UDI number is unknown, as the lot number was not provided. Implant date (2021 reports): if implanted, give date: n/a (not applicable). The cartridge is not an implantable device. Explant date (2021 reports): if explanted, give date: n/a (not applicable). The cartridge is not an implantable device; therefore, not explanted. Concomitant medical products: intraocular lens, model number :z9002, serial number: (B)(4); inserter handpiece model and lot number: unknown. Device manufacture date: unknown as lot number was not provided. Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the plunger of the injector rode over the intraocular lens (iol) causing the haptic to tangle in the cartridge. There was patient contact. No further information was available.